Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 85cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was selected for use. However, during insertion of the balloon, the shaft was broke. The broken piece was completely removed manually off the wire and the procedure was completed with a different device. No patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. A 2.50mm x 12mm emerge balloon catheter was selected for use. However, during insertion of the balloon, the shaft was broke. The broken piece was completely removed manually off the wire and the procedure was completed with a different device. No patient complications nor injuries reported.